Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformed and failure to deliver stent). Caused by another device (stent reportedly got caught in the guide liner). No results available since no evaluation was performed (device or cine image were not returned for evaluation). Conclusion: another device caused the failure (stent reportedly got caught in the guide liner). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to deploy a 2.25mm diameter x 08mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a tortuous, tight, stenotic small vessel located in the distal lesion in the rca. The device was inspected prior to use and no damage was evident during inspection. It was reported that the lesion was pre-dilated using a 2.0 semi compliant balloon. No resistance was noted when device was loaded onto the guidewire or guide catheter. However, resistance was noted when advancing to and across the target lesion. It was reported that the stent caught in the guideliner and unravelled. Another stent was used to complete the procedure. No patient injury or clinical sequelae were reported.